Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2016-00085 and 1225714-2016-00086. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
(B)(4) this is one of two device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac related problems and expired approximately six days after receiving dialysis treatment, which is alleged to have been caused by the product administered to the patient for dialysis treatment.